Manufacturer narrative:
Follow-up # 1 date of submission 08/14/2014 -device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the black box showed an unsuccessful attempt to prime and a loss of prime with non-zero force. All other loss of prime alarms were due to the pump not being rewound first after loss of prime. No prime issues occurred during investigation. The force sensor was found to be in calibration. The pump cover was opened and no defect was found with the force sensor. The complaint was not duplicated during testing.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (unable to prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).